Event description:
Device 2 of 2. Refer to MFR report 1627487-2014-26892. It was reported that the pt is experiencing ineffective stimulation. Lead diagnostics revealed multiple high impedances. Reprogramming was unable to provide effective stimulation. Follow up info identified the pt underwent surgical intervention to reposition the lead on (B)(6) 2014. Pre operatively multiple contacts were invalid. Intra operatively it was found that the lead had migrated. In addition, it was revealed that the pt had suffered a fall. The physician repositioned the lead; however, multiple contacts were invalid. Post operative reprogramming was able to provide effective stimulation to the legs; however, the pt needs back coverage. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.